Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately one (1) month after placement due to non-osseointegration. This MDR is the second of two reports.